Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter¿s address is not provided for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery for metatarsal bone fracture on (B)(6) 2017, when the surgeon used drill bit, the tip of the drill bit broke. It took thirty (30) minutes to remove the broken fragment. There was no adverse consequence to the patient. The surgeon wonders if the drill bit might have accidentally contacted with other screw(s). Procedure was completed successfully. This report is for one (1) 1.5mm drill bit/mqc for threaded hole/74mm. (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 03.130.302s, synthes lot number: l528299: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 17.aug.2017, expiry date: 01.aug.2027, no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile: part number: 03.130.302, synthes lot number: f-22059, release to warehouse date: 12.jun.2017, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.